Manufacturer narrative:
(B)(4). Date sent 10/15/2024. D4 batch #608c28. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload (e) was received. The reload was received with an opened package, fully fired and with damage on reload deck. No functional test was performed due the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 608c28, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2024 corrected data: 6. Health effect - impact code.

Event description:
It was reported that during a gastric sleeve procedure, they were using the reload, they used five gold loads and little bits of plastic broke off with the staple line and are embedded with the staples. They were able to complete the case. No additional patient harm reported at this time, however, they are admitting the patient to follow up in the morning by doing a upper gi (barium swallow), the staple line seemed loose so they want to check it in the morning to make sure it holds. No additional patient harm reported at this time.

Manufacturer narrative:
(B)(4). Date sent: 10/2/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: at what point did the little bits of plastics break off? Did it occur with all 5 reloads? When were the plastic pieces discovered? What buttress used? What type of stapler was being used with the (B)(6)? Are there any photos available? Were any strange noises noticed during firing and if yes, which firings did the noise(s) occur? What is the patient's current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.